Event description:
The patient found that the pump had no power when he went to program a bolus. He stated that the screen was blank and there were no audible sounds. The patient stated that he attempted to fix the issue by changing the battery, without success. The patient confirmed that there was no corrosion in the battery compartment, and no structural damage to the battery cap and compartment.

Manufacturer narrative:
(B)(4): the pump information for the complaint date has been overwritten, unable to duplicate the complaint during the investigation. Exercised the pump for 24hours with the returned battery cap; no power issues were duplicated during this time. Removal of the pump cover showed no evidence of moisture or internal damage. Pump has audible and vibratory sounds upon powering up. Unrelated to the complaint,t he display screen was observed to have a pinkish faded contrast.a test screen was inserted. Pump then booted to the verify screen with a normal contrast using the test screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.